Event description:
It was reported that during an upgrade procedure, the patients right ventricular (rv) lead began to exhibit high thresholds on both the svc and rv coils. A lead fracture is suspected. The lead was removed and a new lead was utilized. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analyzed. Analysis revealed the rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. Visual summary analysis of the lead indicated apparent explant damage. This device was included in a field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).